Event description:
Patient reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: creases are observed. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.